Event description:
It was reported by the user site that on (B)(6) 2026, the gantry of a selenia dimensions 3d mammography system moved on its own and rotated to approximately 195 degrees without user command. The user site reported that the system required multiple reboots and was unusable at the time of the report. The user site reported that this event occurred prior to a patient exam. No patient or user injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device and suspected a faulty c-arm rotary switch. During inspection, the fse found the rotary switch crush washer and actuator-side nut to be loose. The fse replaced the rotary switch and installed the washer in accordance with service procedures. System verifications were performed by the fse following the repair, and the system was confirmed to be operating according to manufacturer specifications. No further information is currently available.